Manufacturer narrative:
Related reports have been sent regarding other events for this patient. A device kinking event requiring reintervention has been reported under mpdcase-(B)(4) and complications during a reintervention requiring surgical reintervention has been reported under mpdcase-(B)(4). Concomitant medical products: gore® dryseal flex introducer sheath - dsf1233 - sn - (B)(4); gore® molding and occlusion balloon- mob37 - sn - (B)(4); gore® excluder® aaa endoprosthesis - plc201000 - sn - (B)(4); gore® excluder® aaa endoprosthesis - plc161200 - sn - (B)(4); gore® excluder® aaa endoprosthesis - plc201400 - sn - (B)(4). Device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis components. On (B)(6) 2022, the patient was treated with two bentley plus stents (8x59 mm) at the aortic bifurcation to treat a kinked leg. Post-operative CT imaging showed a small type ia endoleak and graft migration. On (B)(6) 2022, the patient was treated with an aortic extender endoprosthesis to extend the seal of the original endoprosthesis and resolve the endoleak.

Manufacturer narrative:
Endoleak was treated further.

Event description:
It was reported that on (B)(6) 2022, a patient was treated for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis components. On (B)(6) 2022, the patient was treated with two bentley plus stents (8x59 mm) at the aortic bifurcation to treat a kinked leg. Post-operative CT imaging showed a small type ia endoleak. The patient tolerated the procedure. On (B)(6) 2022, the patient was treated with an aortic extender endoprosthesis to extend the seal of the original endoprosthesis and resolve the endoleak. On (B)(6), 2023, two additional aortic extender endoprostheses were implanted to extend the infrarenal seal. On (B)(6) 2023, follow-up cta imaging showed that the aneurysm was successfully excluded and that the patient was doing well.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.